Event description:
Received a consumer report informing co she required medical assistance to remove a tampon due to a missing string. Consumer indicated she then experienced a yeast infection, which she attributes to the long time elapse between insertion of the tampon and the removal.